Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: starr with ccs-30 for treatment of obstructed defecation syndrome in one-day surgery: safety, feasibility and our preliminary experience. Author : mari f.s., masoni l., favi f., sagnotta a., pindozzi f., dall'oglio a., berardi g., brescia a. Citation: european surgical research. 2012; 49 (3-4): 151. Doi: http://dx.doi.org/10.1159/000034. The stapled transanal rectal resection (starr) with ccs-30 device (ethicon) is a surgical procedure that traditionally requires 2.6 days of hospitalization to manage potentially life-threatening complications such as hemorrhage, suture line dehiscence and urinary retention. The authors supposed that a 1 day hospitalization couldn't increase the risk of delayed complications. A total of 48 patients (47 female and 1 male patients; mean age 52 years; mean bmi: 24.2 kg/m2) with rectal prolapse with recto-rectal or recto-anal intussusception were included in the study. The authors performed the starr procedure with ccs-30 device (ethicon) and 48 of the patients were discharged 24 hours post-operatively. Reported complications included mild perineal hematoma (n-6), tenesmus (n-8), urgency (n-4), and anismus (n-5). The results demonstrated that the starr procedure with ccs-30 device is safe and effective when performed in one night hospitalization if carried out by skillful centers on selected patients.